Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event was confirmed through the evaluation of the returned outflow graft bend relief, lot number 8928557, and review of the submitted photos. The outflow graft and outflow graft bend relief were returned in like-new condition. Visual inspection of the distal end of the outflow graft bend relief revealed a loose/folded outer ptfe (polytetrafluoroethylene) layer. The hardware of the outflow graft and outflow graft bend relief were inspected, and no abnormalities were observed. A manufacturing assessment (ma) task was initiated to address deformation of the outflow graft bend relief observed during implant. The outer layer of the outflow graft bend relief is applied by abbott¿s supplier, and the evaluation performed by the supplier identified no root cause. It was suspected that the issue was not detected during inspection/verification as required in the supplier's corresponding procedures. An ecar was issued to the supplier for notification of the observed issue. An update to the receiving inspection and manufacturing procedures was initiated to provide clarity to the written inspection criteria. The heartmate 3 lvas instructions for use (IFU) provides instructions for unpacking and preparing the sealed outflow graft. The IFU warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Relevant sections of the device history records for the outflow graft, lot number 8928557 and bend relief, lot number 8826981 were reviewed and showed no deviations from the manufacturing and qa (quality assurance) specifications. There were no ncmrs (non-conformance material report) or re-works related to the reported event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected . Section d4 catalog number: corrected. Section d4 primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during implant pump preparation, the operating room nurse observed outflow graft 8928557 from implant kit (B)(6) had a visible fold at the end of the bend relief. The surgeon was concerned this would impinge on the function of the outflow graft so they used outflow graft 8408593 from implant kit (B)(6) to replace outflow graft 8928557. It was observed that outflow graft 8408593 also had a very slight fold at the end of the bend relief, however it was still implanted with pump (B)(6). There were no patient consequences. Related manufacturer reference number: 2916596-2023-07287 - outflow graft 8408593.